Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service and no intervention was required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific's received information that this clinic nurse contacted boston scientific's technical services (ts). The local representative reported that upon interrogation of this device, a red screen with a message to contact boston scientific was displayed. The clinic nurse printed a summary report and a da error was identified. Ts was informed that impedance measurements were within normal range, there were no episodes and the remaining battery life was 85%. Ts discussed that this is most likely a benign issue that is automatically corrected by the device. Ts suggested that stored files could be sent in for review. The local representative was able to upload the files which were reviewed by ts. The device did trigger a da error which ts confirmed was a benign error that was self-correcting bit flip.